Manufacturer narrative:
It was reported that the d850 or table comes unlocked. There was no patient involvement and no adverse consequences reported. A stryker field service technician (sfst) visited the account and confirmed the or table was a d860, not d850 as reported by the customer. The sfst pulled the error logs before and after running multiple cycle tests and found no issues with the table except for 24v faults which indicates that the table batteries had died. The reported issue could not be recreated. The table was verified to be functioning as intended and released back to the customer for use.

Event description:
It was reported that the table allegedly comes unlocked. There was no patient involvement and no adverse event reported to have occurred.

Manufacturer narrative:
It was reported that the table allegedly comes unlocked. The site requested to have the cpu replaced. The investigation for this complaint is ongoing and a supplemental will be filed upon completion. There was no patient involvement and no adverse event reported to have occurred.

Event description:
It was reported that the table allegedly comes unlocked. There was no patient involvement and no adverse event reported to have occurred.